Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw (lot: 40110r1033) was implanted successfully reducing mr to grade 2. A second xtw (lot: 40213r1102) was attempted to be implanted to further reduced mr. Grasping was difficult with multiple attempts. The posterior or anterior leaflet would slip out while closing. The mr then increased and the anterior leaflet developed a new flail. A ruptured chordae was observed. Attempts to grasp the flail were unsuccessful. The clip was implanted more medial to the flail along with a third xtw (lot: 40327r1101). The procedure ended with worsening mr grade 4+. Valve replacement surgery was performed the next day and the clips were explanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, a cause for the reported difficult or delayed positioning (leaflet capture) could not be conclusively determined. The reported mr and tissue injury are cascading events of the difficult or delayed positioning. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, surgical intervention, and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.